Event description:
The user facility reported that as personnel were setting up for a patient procedure their cmax surgical table caught on fire. The fire department was dispatched and extinguished the fire. A patient was not present during the time of the reported event. No injuries to hospital staff or patient were reported. Procedural delays and cancellations were reported.

Manufacturer narrative:
Steris repaired and tested the table and returned it to service; no further issues have been reported.

Manufacturer narrative:
A steris dsm inspected the table and observed water to be underneath the power supply. In addition, a couple of nylon washers were missing on the shroud. Steris took pictures of the table subject of the reported event which evidence that there was fluid residue stains inside the table base and a fair amount of damage to the power supply and tb2 and tb6 connectors. The user facility had installed cord clips which were mounted onto the base cover. The clips were mounted by the user facility as a means to route the power cord to keep it out the way. The dsm stated that there was no rtv under the clips. The dsm stated that the user facility is aware that the tables need to be sealed. As of (B)(6) 2014 the table is not in use. Steris service is in the process of doing a repair quote to determine if they want to repair or replace the table. The surgical table is currently not in use. Steris is working with the user facility in order to make the proper repairs.